Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls for ctni were within acceptable range. The customer ran redrawn samples and repeated original sample on the same instrument, all resulting acceptable. The customer has not obtained additional discordant results. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ctni) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The patient had been hospitalized and kept under observation for one day. On the next day, three different sample draws were obtained from the patient. Samples (B)(6) were tested on the same instrument, while sample (B)(6) was tested on an alternate dimension vista instrument, resulting lower. The original sample was repeated on the same instrument and alternate instrument, also resulting lower. Additionally, electrocardiogram was performed on the patient, which was normal. The corrected result obtained by repeating the original sample on the same instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ctni result.

Manufacturer narrative:
The initial MDR 2517506-2018-00094 was filed on 08-feb-2018. Additional information (09-feb-2018): a siemens headquarters support center specialist reviewed the event data and concluded that the data was consistent with an isolated sample specific issue such as a sample integrity issue (platelets or cellular debris) causing clumping of beads.